Manufacturer narrative:
Evaluation summary: evaluation summary: (B)(4): analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. The device is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. The device is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4) : the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. Analysis of the device is in process; the results will be forwarded when available. The device is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku

Event description:
A bi-ventricular defibrillator and two leads were returned from an unknown source with no information. Information identified in the manufacturer's database noted the patient died approximately three months post the implant of the defibrillator and one lead. Cause of death was requested and not received.